Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of unit inappropriately shut down was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The forensic memory log was reviewed and could not confirm the customer's report. A review of the log shows a potential shut off during the event; however, the log review is unable to determine if the customer shut off the unit as the device does not record button presses. There are no critical errors and/or power related errors that correlate to the customer's report in the log. The main li-ion battery and power interface module board were replaced as a precaution. The customer's report of a "compressor failure - 1001" error message was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. Debris was observed on the flow screens and replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 47-year-old female patient, the device inappropriately shut down and displayed a "compressor failure - 1001" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.